Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that before thanksgiving they were doing fine symptoms wise and only had to wear under wear and no diapers. Patient said on (B)(6) 2024 they fell on their back side and ever since then they had a return of symptoms. Patient said lately they were having accidents with their bowels 3 times a week and they could barely make it to the bathroom to pee. Patient was able to connect with their therapy app and said they had not made any adjustments to their settings and said they didn't feel any stimulation. Patient has not told their hcp about the fall or symptoms. Pt said they would increase stimulation to where they felt stimulation and would see if this increase in stimulation led to symptom improvement. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have contacted the doctor who manages their device about this issue and noted an appointment date of (B)(6) 2025. When asked if the fall's effect on patient's implant was determined, the patient answered "no" and noted "I started having accidents loose bowel and urine accidents [illegible]. I have been having pain in my pelvic area."